Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.